Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, the suture was deployed and placed as intended. The lever was lowered, and the device was removed without issue. After the device was removed, it was noted that the footplate was slightly open even though the lever was closed. There were no issues reported lifting and lowering the lever. No damage to the vessel was noted. Hemostasis was achieved with the same device suture. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.